Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station 4000 had a station was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the acart was not communicating with the console, delaying surgery. A technical support specialist dialed into the console and the or2 station. The or2 station had been rebooted recently and had dhcp enabled, causing it to use a different ip address. The technical support specialist set the or2 station to utilize the new ip address in the console, dialed into the or2 station, and set the new ip address. After rebooting the or2 station, messages are now crossing over. The system functioned as intended after the technical support specialist troubleshot the device.